Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and discovered that the tubing through pinch valve pv37 between (ff107 and ff124) was cut. The tubing through pinch valve pv37 provides pressurized diluent from sheath tank to manifold (mf11). The fse replaced the tubing, resolving the leak. The repairs were verified per established procedures. The cause of the leak was a hole in the tubing through pinch valve pv37. (B)(4).

Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter lh 500 hematology analyzer. The volume of the leak was about 5 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the incident. No one came in contact with the fluid. There was no biohazard exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous results were generated as a result of this event. There was no death, injury or change to patient treatment.